Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the device alarmed for high pressure when the blood pump rate on the hemodialysis machine was set to 400 ml/minute with a substitute pump rate of >120 ml/minute. The infusion was switched to a new pump using the same profile on the same machine and the issue did not occur. On inspection, the device was found to have corrosion on the right inter-unit interface and a hole in the membrane frame. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information : imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device alarmed for high pressure when the blood pump rate on the hemodialysis machine was set to 400 ml/minute with a substitute pump rate of >120 ml/minute. The infusion was switched to a new pump using the same profile on the same machine and the issue did not occur. On inspection, the device was found to have corrosion on the right inter-unit interface and a hole in the membrane frame. There was patient involvement but no harm.